Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with redness, inflammation, pustules, and infection that extended beyond the patch perimeter. The patient was hospitalized and treated with an unspecified IV antibiotics for an abscess. At the time of the report, the patient has a wound from the infection and was still healing. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was reported that the patient was in the hospital for approximately two weeks. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).